Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies and sound quality issues, followed by no sound perception. The patient was seen by the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. In 2007, the patient was seen by a company representative for device evaluation. Testing performed confirmed the device was no longer functioning. The patient's device was explanted. The patient was re-implanted with another advanced bionics cochlear implant.